Manufacturer narrative:
Additional information was added: the lot was manufactured from april 24, 2019 to april 25, 2019. One (1) actual sample was received for evaluation. A visual inspection was performed and a floating white foreign matter inside the bottom fluid pathway of the bag was identified. The foreign matter was further analyzed under magnification and described to be plastic-like approximately 0.25 inches in length in the inside bottom of the bag above the fill port. Functional testing was not performed for this complaint. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The remaining one (1) sample was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on (B)(6) 2020 and during "the week". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were particles in at least two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. It was further described as a "half circle of plastic, looks like a nail". This issue was identified during preparation and found in the bag or on the rim where the bag connects to the pump. There was no patient involvement. No additional information is available.